Event description:
This report was initially submitted under the incorrect manufacturing facility number, and the event will be reported under 0001825034-2019-02697.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report was initially submitted under the incorrect manufacturing facility number, and the event will be reported under 0001825034-2019-02697. The device remains implanted.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 195271, vngd xp cr intlk tib tray 67mm, lot # 274510. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02135. Remains implanted.

Event description:
It was reported that during a revision the surgeon had difficulty insert locking bar and could not hear the audible "click" sound.